Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an increase in capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The lv lead was explanted and was not replaced. The device was reprogrammed to deactivate the lv channel and the patient was stable.

Manufacturer narrative:
As received a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Electrical testing revealed no indication of conductor fracture or internal shorts. The s-curve hump height was measured within specification and a visual examination revealed no anomalies.